Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1995963 of echo-hd-3-20-c was returned in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 12 december 2023. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. Distal end of needle examined and observed to be broken approx.. 6.8cm from tip of sheath, sheath extender able to advance and retract without issue, needle able to advance and retract without issue. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c1995963 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. Although it has not been advised that target site was difficult, it is possible the actual lesion was hard leading to the distal end of the needle breaking and subsequently leading to the retraction difficulties. It is also possible that device handling or excessive force was applied when attaching or detaching the device to the scope causing the needle breakage. Summary: complaint is confirmed based on visual and/or functional inspection. From additional information provided it is known that the break happened outside the patient, broken part of the needle was inside the endoscope and was removed along with the endoscope. Patient did not require any additional procedures and did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jun-2024.

Event description:
User detected the distal end of needle broken during procedure, and remove the broken needle tip. User changed to another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.